Event description:
The account alleged the wheels would not lock or unlock. No pt impact.

Manufacturer narrative:
The technician found the brake pads were worn out. The technician replaced both brake casters pad and in-serviced the account on how to lock and unlock the brakes to resolve the issue.